Event description:
It was reported the patient is experiencing pain at her current and former scs ipg pocket sites. Additionally, the pain radiates from the patient's scs ipg pocket site(s) across her back and buttocks to the back of her right leg down to her foot. It was also reported the pain occurs randomly regardless of movement or stimulation. A sjm representative was able to partially resolve the issue with reprogramming as the stimulation became more tolerable for the patient. Moreover, the physician recommended a nerve medication for the patient. The patient is to try the new programming and medication to determine if the medical interventions resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.